Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted, an opening on the device. However, the assessment of the opening cannot be confirmed, as microscopic analysis is not possible.

Event description:
Healthcare professional reported, a left side rupture. The device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 04/22/2024.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.

Manufacturer narrative:
Continued: e.1.: phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, opening assessed as fold flaw opening. As per the investigation procedure, crease and non-penetrating was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.